Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that following two intraocular lens (iol) implant procedures, both patients developed endophthalmitis additional information was provided that the patient presented with inflammatory tyndall, vitreitis and endothelial deposits. The patient was treated with antibiotics, anti-inflammatory, non-steroidal anti-inflammatory medication and a steroid injection was given. The patient improved favorably without further intervention. She regained her visual acuity completely and she only had a feeble asymptomatic vitreous turbidity. Her treatment was decreased gradually, now only using a lubricant on demand. There are two medical device reports associated with this report of endophthalmitis. This report is for first of two cases of endophthalmitis.